Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer had issues with a button error alarm. It was reported that the customer was advised the device would have to be replaced and to discontinue use of the pump. It was reported that the customer was asked to return the device and that a replacement would be sent out. The customers blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape buttons dome switch. No button error alarm during our testing. No unlocked lcd keypad connector. The insulin pump had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.